Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for fecal incontinence. It was reported that trial patient had questions about the connection on their device because their daughter stated it looked like the leads were hanging off her back, that they fell out. On (B)(6) 2018, trial patient further reported that leads had become unconnected and they were not able to re-connect them. No further complications were reported or anticipated.